Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2014. Further info from reporter regarding event, product, or patient details has been requested. No add'l info is available at this time. The a vascular event, allergic reaction, blue skin discoloration, skin rash, fever, nasal drainage, discomfort, and 'malar reaction' are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported one hour after injection with juvederm ultra plus xc in the nasolabial folds patient developed "nasal drainage, discomfort, blue area, rash down right lip, malar like reaction, fever, and an allergic reaction". Additionally, the healthcare professional stated that the symptoms were on the right side only and described the event further stating: there was a "fairly large area of moderate discolorations, mottling c/w probable vascular compromise". Patient self-treated with benadryl. The day after injection, the patient was prescribed vitrase and aspirin. Hot compresses were also employed as treatment.